Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead and right atrial (ra) lead were noted to exhibit noise, low impedance and under-sensing episodes due to an insulation damage. Both the rv and ra leads were visually inspected with insulation degradation during procedure. Both leads were explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of noise, low lead impedance, under sensing and insulation break were not confirmed. As received, a partial lead was returned with the helix was partially extended and clogged with blood/tissue. Visual inspections and x-ray examination found no anomalies. Electrical testing found no conductor fractures but internal shorting due to the inner insulation damaged consistent with procedural damage.